Event description:
It was reported that during a ptca procedure, the polymer tip of the graphix int guidewire broke. The lesion being treated was in the 90% stenosed, calcified, tortuous distal left anterior descending artery (lad). During removal of the guidewire resistance was encountered. The customer stated that there "could have been a loop in the guidewire as it was pulled". The polymer tip of the guidewire remains inside the artery wall of the distal lad. The pt remained stable, and was discharged from the hosp the following day.